Event description:
The account alleged that the bed will pop out of brake after the brake has been set. The account stated that there were no injuries.

Manufacturer narrative:
The account stated that the issue is related to the brake block and requested a part number for a replacement. The technician provided the part number to the account. No further info is available at this time on the repair of the bed.